Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination of the fiber identified a tear in the fiber sheath near the control knob. The connector was also damaged. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing identified a break in the fiber body between the input connector and the control knob. It is probable that the fiber break identified occurred due to procedural handling during set-up such as excessive manipulation/rough technique. The reported event is confirmed.

Event description:
It was reported that, during preparation for the procedure, the fiber did not work from the moment it was connected to the console. It was noted that there were issues present upon opening the package, but the packaging itself was not damaged. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Analysis of the returned fiber identified a break in the fiber body between the input connector and the control knob.